Event description:
The doctor has indicated the overdenture abutment has fractured. Four implants where placed on the maxilla arch, two in the canine region and two in the molar region. The two overdenture abutments that were placed at the canine implant sites have fractured.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The complaint investigator reviewed the returned loa006 locator® abutments 4.1mm(d) x 6mm(h).the investigator has confirmed that the abutments have fractured. The abutments have fractured at approximately the 1st thread. The rounded portion that retains the overdenture, shows signs of wear, indicative of use. No functional testing was performed on the returned parts as the fracture renders the part non-functional. DHR could not be conducted due to lack of lot numbers. The components have been returned to the manufacturer zest for investigation. Zest quality department reviewed the components and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. Investigation review did not identify information suggesting the products contributed to the event. No details were provided regarding the placement and/or maintenance activities. There is no information to suggest a nonconformance with the components contributed to the reported event. A technical root cause cannot be determined. (B)(4).